Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low duplicate glucose (glucm) results generated by unicel dxc 800 pro synchron clinical system for eight to ten patient samples. The erroneous results were not reported out of the laboratory. The samples were tested by another method for confirmation. The customer stated the sample results were in the range of 80 to 100 mg/dl. The specific results were not provided. There was no effect to patient or user.

Manufacturer narrative:
There was no indication of calibration or qc problems prior to the event. The customer indicated their acceptance criteria for duplicate testing is within 10%. If not, the sample is run and confirmed by an alternate method. A bci field service engineer (fse) installed and rebuilt a glucose module on (B)(6) 2010 prior to the event. The fse returned on (B)(6) 2010 after the event and replaced the stirrer motor. The precision runs and qc results were within established specifications after the stirrer motor was replaced. Bci requested the replaced stirrer motor to be returned for investigation. A root cause for this event appears to be hardware, the stirrer motor.